Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with a arch-ascending-aorta-annulus that exhibited a short and steep curve with a 60-degree angle, mild annulus calcification, and an annulus perimeter of 86 mm, access was obtained on the right side. A pre-implant balloon aortic valvuloplasty was performed using a 22 mm non-medtronic balloon. Upon fluoroscopic inspection of the first valve load, a frame node overlap that was on the borderline of involving node 4 was noted. The decision was made to move forward with the loaded valve. The valve and delivery catheter system (dcs) were inserted into the patient, advanced to the annulus, and the valve was deployed. At 80% deployment, and infold was observed in the valve frame. The valve was recaptured and withdrawn from the patient. The infold could be visualized outside the patient in the unsterile field. Subsequently, a new valve was loaded into a new dcs and inserted into the patient. Throughout the procedure, the system tended to drift towards the greater curvature, resulting in deep placement at the non-coronary cusp (ncc) and shallow placement on the left coronary cusp (lcc) during deployment. The valve was recaptured multiple times after the aortic valve was crossed due to these positioning difficult es. During repositioning, the system would occasionally attach to the greater curvature of the ascending aorta near the paddle attachment area. Eventually, following an axial adjustment in the left anterior oblique alignment, the valve was fully released. A localized dissection of the ascending aorta was noted in the final aortogram. No impact on the patient's vitals was observed. An echocardiogram and contrast imaging revealed no dissection expansion. The procedure was concluded with a plan for ongoing observation of the dissection. The patient passed away 6 days later. The cause of death was aortic dissection.

Manufacturer narrative:
Continuation of d10: evolutfx-34, serial/lot #: unknown select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received showed there is no information to reasonably suggest the device in this report caused or contributed to a death or serious injury or that the device malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b5. A third paragraph was added. D. Suspect medical device: expiration date; lot #, and full UDI # h4. Device mfg date h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with a arch-ascending-aorta-annulus t hat exhibited a short and steep curve with a 60-degree angle, mild annulus calcification, and an annulus perimeter of 86 mm, access was obtained on the right side. A pre-implant balloon aortic valvuloplasty was performed using a 22 mm non-medtronic balloon. Upon fluoroscopic inspection of the first valve load, a frame node overlap that was on the borderline of involving node 4 was noted. The decision was made to move forward with the loaded valve. The valve and delivery catheter system (dcs) were inserted into the patient, advanced to the annulus, and the valve was deployed. At 80% deployment, and infold was observed in the valve frame. The valve was recaptured and withdrawn from the patient. The infold could be visualized outside the patient in the unsterile field. Subsequently, a new valve was loaded into a new dcs and inserted into the patient. Throughout the procedure, the system tended to drift towards the greater curvature, resulting in deep placement at the non-coronary cusp (ncc) and shallow placement on the left coronary cusp (lcc) during deployment. The valve was recaptured multiple times after the aortic valve was crossed due to these positioning difficulti es. During repositioning, the system would occasionally attach to the greater curvature of the ascending aorta near the paddle attachment area. Eventually, following an axial adjustment in the left anterior oblique alignment, the valve was fully released. A localized dissection of the ascending aorta was noted in the final aortogram. No impact on the patient's vitals was observed. An echocardiogram and contrast imaging revealed no dissection expansion. The procedure was concluded with a plan for ongoing observation of the dissection. The patient passed away 6 days later. The cause of death was aortic dissection. Additional information was received that the first valve was recaptured once due to the infold and subsequently withdrawn from the patient. The second valve was recaptured three times prior to full release. A procedural delay occurred in result of the infold. Per the physician, it was possible that inflow strut of the second valve made contact with the ascending aorta at the time of recapture, causing the aortic dissection, or the paddle attachment made contact with the ascending aortic wall, causing the aortic dissection. It was further reported that the valve and dcs could be excluded as a contributing factor to the death. Additional information was received to report per the physician, the first dcs did not contribute to the aortic dissection.

Event description:
Additional information was received that the first valve was recaptured once due to the infold and subsequently withdrawn from the patient. The second valve was recaptured three times prior to full release. A procedural delay occurred in result of the infold. Per the physician, it was possible that inflow strut of the second valve made contact with the ascending aorta at the time of recapture, causing the aortic dissection, or the paddle attachment made contact with the ascending aortic wall, causing the aortic dissection. It was further reported that the valve and dcs could be excluded as a contributing factor to the death.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.